Event description:
Procedure type: lap sigmoid. According to the reporter: lap sigmoid colectomy was converted to an open procedure. The device misfired twice with anastomotic tissue compromised. Another anastomosis was done by hand.

Manufacturer narrative:
(B)(4).